Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 01-jun-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative (rep) regarding a patient with an implanted infusion pump receiving morphine, concentration 10 mg/ml and doe 0.480mg/day. It was reported that at scheduled pump replacement due to eos (end of service) that occurred in (B)(6) 2021 , the hcp was unable to aspirate from the catheter. It was mentioned that the hcp explored the catheter and observed it to be broken near the distal portion. The cause of event was undetermined. The catheter was partially explanted on (B)(6) 2021 , and a portion was left in patient and was not in use. The issue was resolved at time of report. Patient status at time of the report was alive - no injury. The patient's medical history was asked, but unknown.